Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation of esophageal and gastric varices procedure performed on (B)(6) 2021. During the procedure, the trip wire was fractured and broken, leading to the deployment failure of all the elastic bands. The procedure was completed with an unknown device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the gastric varices. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction, and the reported anatomy location is not describe in the indications for use. Additional information received on march 03, 2021. It was reported to boston scientific corporation that the procedure was completed with another speedband superview super 7 device.

Manufacturer narrative:
H6: medical device code a050501 captures the reportable issue of bands failed to deploy. Medical device code a0401 captures the reportable issue of tripwire break. H10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the trip wire was partially rolled in the handle assembly, indicating that the knob was initially rotated. It was also noted that the trip wire was not secured in the handle slot and the slack on the trip wire was not removed during the device setup. The suture was intact and the trip wire was not broken. The suture hole was in good condition and no damages were observed. Additionally, there were three bands attached on the ligator head and some of the ligator head teeth were bent, confirming the deployment failure. Microscope examination was performed, and the failure of ligator head teeth bent was confirmed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. The reported event of bands failure to deploy was confirmed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). A visual evaluation identified that the trip wire was not secured, and the slack was not properly removed. This could have caused the trip wire to slip through the handle assembly and could have affected the bands deployment activity causing more tension on the ligator head teeth and which resulted to the bending of the teeth. The IFU states, "take up slack by pulling proximal end of trip wire on handle unit. The pulling loop of ligating unit will advance into working channel of endoscope. Verify that the trip wire does not fall into the gap between the handle unit spool and bracket. Pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs. Secure trip wire in slot on handle unit". Additionally, it was reported that the speedband device was performed in the gastric varices which is contraindicated, or not listed on the label. Per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: b5 (procedure outcome)

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation of esophageal and gastric varices procedure performed on (B)(6) 2021. During the procedure, the trip wire was fractured and broken, leading to the deployment failure of all the elastic bands. The procedure was completed with an unknown device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the gastric varices. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction, and the reported anatomy location is not describe in the indications for use.